Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, a branch of the inferior mesenteric vein (imv) was inadvertently transected, resulting in venous bleeding. This led to a conversion to open surgery, and hemostasis was achieved using surgicel. Although the estimated blood loss was not provided, the patient did not require a transfusion of blood products. It was noted that a da vinci system, instrument, or accessory did not cause or contribute to the reported event. The procedure was completed with a greater than 30-minute delay, and the patient did not experience any postoperative complications, and has since been discharged. Additionally, there is no concern for any long-term complications for the patient.